Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies for unusual findings.

Event description:
The physician reports that the crystalens haptic tore when attempting delivery with the staar surgical lens injector system. The lens was removed and exchanged without incident.